Event description:
It was reported that the paramedics were called to treat the customer's low blood glucose of 9mg/dl. The diabetes management consultant stated that the customer's blood glucose at time of the episode was 25mg/dl. It was also stated that the insulin pump did not alarm to alert customer on his low glucose level. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.